Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test, and displacement test. No motor error alarm was noted. The motor passed the motor test. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip. (B)(4)

Event description:
It was reported that the insulin pump alarmed for a motor error after a set change. The blood glucose reading at the time of the alarm was 8 mmol/l. The insulin pump had not been exposed to a strong magnetic field. The rewind sequence was able to be completed. The customer also had a low blood glucose of 2.9 mmol/l. The insulin pump was replaced and customer advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.